Event description:
It was reported that the device was unable to be interrogated via inductive and radiofrequency telemetry prior to a device replacement procedure. The physician suspected the event could be due to the device reaching normal elective replacement indicator (eri) level, however, still wanted the device to be investigated. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were observed. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.